Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. All connections were secure and there was no indication of a leak. The staff attempted to reboot the iabp but got an electrical failure code 63. The console was replaced with no issue. The iabp was removed from service and is with the hospital biomed. There was no report of patient harm or adverse event.